Event description:
The dealer received a call with respect to a failed caster journal on a patriot wheelchair that resulted in a broken wrist. The bolt allegedly sheared and/or stripped itself, resulting in it falling out. As a result, the caster collapsed and the consumer fell onto the floor. Serious injury is alleged.

Event description:
The dealer received a call with respect to a failed caster journal on a patriot wheelchair that resulted in a broken wrist. The bolt allegedly sheared and/or stripped itself, resulting in it falling out. As a result, the caster collapsed and the consumer fell onto the floor. Serious injury is alleged.

Manufacturer narrative:
RMA 859464237 has been issued for the return of this wheelchair. The dealer went to the facility to discuss the event with the consumer. Two issues were discussed. A missing caster bolt. And gouges on the wheelchair. The caster bolt that allegedly backed out was neither sheared off or stripped. The wheelchair gouges were not responded to by the facility. In addition, the facility does not keep maintenance records for wheelchairs. Patriot user manual part no 1088909 requires that the consumer follow the following warnings and instructions: it is unknown if the consumer read and fully understands the user manual on page 2 it states-- " warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." It is unknown if the consumer uses and follows the instructions for use, specifically, if the user was using the seat positioning strap or was tipping the wheelchair incorrectly or without assistance: on page 10 it states: "operating information - do determine and establish your particular safety limits, practice bending, reaching and transferring activities in several combinations in the presence of a qualified healthcare professional before attempting active use of the wheelchair. Do not attempt to reach objects if you have to move forward in the seat. Do not attempt to reach objects if you have to pick them up from the floor by reaching down between your knees. Do not lean over the top of the back upholstery to reach objects from behind as this may cause the wheelchair and/or seating system to tip over. Do not shift your weight or sitting position toward direction you are reaching as the wheelchair and/or seating system may tip over. Do not tip the wheelchair without assistance. Do not use an escalator to move a wheelchair between floors. Serious bodily injury may occur. Do not attempt to stop a moving wheelchair with the wheel locks. Wheel locks are not brakes. Before attempting to transfer in or out of the wheelchair, every precaution should be taken to reduce the gap distance. Turn both casters parallel to the object you are transferring onto. When transferring to and from the wheelchair, always engage both wheel locks. Do not operate on roads, streets or highways. Do not go up or down ramps or traverse slopes greater than 9°. Do not attempt to move up or down an incline with a water, ice or oil film." On page 11: "do not attempt to ride over curbs or obstacles. Doing so may cause your wheelchair to tip over and cause bodily harm to the user and/or assistant or damage to the wheelchair. Do not attempt to lift the wheelchair by any removable (detachable) parts. Lifting by means of any removable (detachable) parts of a wheelchair may result in injury to the user and/or assistant or damage to the wheelchair. Do not stand on the frame of the wheelchair. Do not overtighten hardware attaching to the frame. This could cause damage to the frame tubing. Always keep hands and fingers clear of moving parts to avoid injury. Never leave an unoccupied wheelchair on an incline. Do not use the footplates as a platform. When getting in or out of the wheelchair, make sure that the footplates are in the upward position or swing footrests towards the outside of the wheelchair. The seat positioning strap is a positioning strap only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, strap must be replaced immediately. Always wear your seat and/or chest positioning strap. In as much as the seat and/or chest positioning strap is an option on this wheelchair (you may order with or without the seat and/or chest positioning strap), invacare strongly recommends ordering the seat and/or chest positioning strap as an additional safeguard for the wheelchair user. Always engage both wheel locks and reduce the gap distance before transferring to and from the wheelchair. Turn all casters parallel to the object you are transferring onto. Always verify that hand grips on the rear cane are secure prior to use when an assistant is used to propel or lift the chair. Check for any signs of looseness or deterioration and if found, contact a qualified technician. Do not attempt to move the wheelchair by pulling on the hand grips if they are found to be unsecure or have deteriorated. Always use handrims for self propulsion. Inasmuch as the handrims are an option on this wheelchair (you may order with or without the handrims), invacare strongly recommends ordering the handrims as an additional safeguard for the wheelchair user."

Manufacturer narrative:
(B)(4) - 02/20/2012 - follow-up #001 - initial (B)(4) issued MFR report #3003433498-2011-00012. Wheelchair was returned for evaluation. There was a significant amount of wear on the surrounding area of the caster which indicated that the chair had been used for a substantial length of time with the attaching screws loose. The consumer continued to use the chair, which wore away the caster housing until a failure occurred. This incident was due to a lack of proper maintenance and not a product malfunction. RMA (B)(4) has been issued for the return of this wheelchair. The dealer went to the facility to discuss the event with the consumer. Two issues were discussed: a missing caster bolt and gouges on the wheelchair. The caster bolt that allegedly backed out was neither sheared off nor stripped. The wheelchair gouges were not responded to by the facility. In addition, the facility does not keep maintenance records for wheelchairs. Patriot user manual part no 1088909 requires that the consumer follow the following warnings and instructions: it is unknown if the consumer read and fully understands the user manual on page 2 it states-- "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." It is unknown if the consumer uses and follows the instructions for use, specifically, if the user was using the seat positioning strap or was tipping the wheelchair incorrectly or without assistance: on page 10 it states: "operating information - do determine and establish your particular safety limits, practice bending, reaching and transferring activities in several combinations in the presence of a qualified healthcare professional before attempting active use of the wheelchair. Do not attempt to reach objects if you have to move forward in the seat. Do not attempt to reach objects if you have to pick them up from the floor by reaching down between your knees. Do not lean over the top of the back upholstery to reach objects from behind as this may cause the wheelchair and/or seating system to tip over. Do not shift your weight or sitting position toward direction you are reaching as the wheelchair and/or seating system may tip over. Do not tip the wheelchair without assistance. Do not use an escalator to move a wheelchair between floors. Serious bodily injury may occur. Do not attempt to stop a moving wheelchair with the wheel locks. Wheel locks are not brakes. Before attempting to transfer in or out of the wheelchair, every precaution should be taken to reduce the gap distance. Turn both casters parallel to the object you are transferring onto. When transferring to and from the wheelchair, always engage both wheel locks. Do not operate on roads, streets or highways. Do not go up or down ramps or traverse slopes greater than 9 degrees. Do not attempt to move up or down an incline with a water, ice or oil film." On page 11: "do not attempt to ride over curbs or obstacles. Doing so may cause your wheelchair to tip over and cause bodily harm to the user and/or assistant or damage to the wheelchair. Do not attempt to lift the wheelchair by any removable (detachable) parts. Lifting by means of any removable (detachable) parts of a wheelchair may result in injury to the user and/or assistant or damage to the wheelchair. Do not stand on the frame of the wheelchair. Do not overtighten hardware attaching to the frame. This could cause damage to the frame tubing. Always keep hands and fingers clear of moving parts to avoid injury. Never leave an unoccupied wheelchair on an incline. Do not use the footplates as a platform. When getting in or out of the wheelchair, make sure that the footplates are in the upward position or swing footrests towards the outside of the wheelchair. The seat positioning strap is a positioning strap only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, strap must be replaced immediately. Always wear your seat and/or chest positioning strap. Inasmuch as the seat and/or chest positioning strap is an option on this wheelchair (you may order with or without the seat and/or chest positioning strap), invacare strongly recommends ordering the seat and/or chest positioning strap as an additional safeguard for the wheelchair user. Always engage both wheel locks and reduce the gap distance before transferring to and from the wheelchair. Turn all casters parallel to the object you are transferring onto. Always verify that hand grips on the rear cane are secure prior to use when an assistant is used to propel or lift the chair. Check for any signs of looseness or deterioration and if found, contact a qualified technician. Do not attempt to move the wheelchair by pulling on the hand grips if they are found to be unsecured or have deteriorated. Always use handrims for self-propulsion. Inasmuch as the handrims are an option on this wheelchair (you may order with or without the handrims), invacare strongly recommends ordering the handrims as an additional safeguard for the wheelchair user."